Event description:
It was reported that a user experienced a low blood glucose after waking, with a measured glucose of 72 mg/dl and no clear cause identified, and they treated with oral carbohydrates including banana, honey, and almonds. Symptoms included no reported clinical manifestations associated with hypoglycemia. Outcomes included restoration of glucose to the target range without the need for medical intervention or hospitalization. Investigation included user troubleshooting and education aligned with low glucose management guidance. Investigation of this case revealed no device malfunction or component issue reported and no reproducible problem identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.